Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous differential results on a patient specimen generated by coulter lh750 hematology analyzer without an instrument generated differential flag. The erroneous results were reported out of the laboratory. Subsequent test on a different instrument produced discrepant results. These results were confirmed by a manual differential and a corrected report was sent out. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Qc prior to the event was within the established ranges. Controls were run after the event and the differential parameters were outside assay limits. Previously run patient samples were rerun to confirm back to the last acceptable control run. The differential sensitivity settings were set to mid levels for blast, variant lymph, imm ne1 and imm ne2. Raw data analysis revealed that the algorithm misclassified eosinophils as neutrophils due to the left shift. The algorithm did not have verify diff flags, but it had blast flag at the highest level. Beckman coulter, inc (bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. A bci field service engineer (fse) replaced the ls pre-amp card and verified the instrument operation. The root cause is hardware, ls pre-amp card.